Event description:
It was reported by a customer in the (B)(6) that, an 840 ventilator was inoperable. There was no pt involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the reported malfunction. The cse replaced the graphic user interface (gui) cable. The unit passed all tests and calibrations, and it was observed to be operating within mfg specifications. Covidien ref. # (B)(4).